Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. The complaint was confirmed. No conclusions can be drawn from the evaluation. Batch review was performed and found acceptable. Trend review completed- no significant trend.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a case that was reported on the (B)(6) 2010 to a baxter business representative from cork university hospital. It was reported that the wing mechanism was partially disconnected from the solution bag. Four units were affected and four samples were returned. No patient was involved. This report is one of four that will be submitted.